Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 15vdc and 24vdc power supply connections to the power signal interface pcb were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.